Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow to past the fill tubing step with multiple cartridges and multiple, minimum fill notifications occurred during the load process. Reportedly, the cartridge was filed with more than 300 units of insulin. The customer had changed to a new cartridge and successfully completed the fill tubing step. The customer resumed insulin delivery. The customer's blood glucose level was 128 mg/dl.